Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
It was reported that during preventative maintenance, the manufacturer's field service engineer (fse) found the navigation ring to be unresponsive on the unit. There was no patient involvement. The fse replaced the front bezel on the unit, which includes the navigation ring, and the issue was resolved.

Manufacturer narrative:
G4: 11may2020. B4: 13may2020. Additional information was received that the touchscreen was functioning as intended and settings or output/delivered therapy were not autonomously changing without the user's input. Based on this information, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.